Event description:
During a cpb they took blood gas, about 5 minutes after sending out the blood gas the perfusionist noticed that he had to increase the rpm's to keep the flow steady. The arterial line pressure was steadily decreasing and the oxygenator ilet resistance was steadily increasing. Oxygen transfer was adequate. They were ready to rewarm pt and made the decision to change out oxygenator prior to rewarming phase.